Event description:
The alcon unity cataract fms pack tubing would not prime, there was multiple bubbles in the line and the priming step could not be completed on the phaco machine. A new fms pack (tubing) was opened and worked fine.